Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Healthcare professional reported left side rupture. Explant status is unknown.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional data: b.5., d.7., d.10., g.1., h.3., h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: device was underweight and an opening on the posterior side. A visual and microscopic analysis were performed which identified a sharp opening, delamination of the orientation dot (<75% partial separation), and crease fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on posterior assessed as an unidentified tear opening, and delamination partial of the orientation dot due to adhesive failure.